Manufacturer narrative:
Pump passed 7.2 unit bolus test. Unable to check occlusion test due to drive-nut missing e-clip.

Event description:
Customer called having bg's. Customer stated that during a 7.2 lead test, insulin did not come out of the tubing. Customer stated that driver arms were loose. Suggested to the customer to take manual injections per md protocol. Sending replacement pump.